Event description:
It was reported that the implantable cardiac monitor's data collection setting had not been turned on post-implant, causing nightly audits by the associated remote monitor to fail. As a result, no patient information was contained in the device. Both the device and monitor remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.